Manufacturer narrative:
The device was returned for evaluation and found to operate as expected during evaluation and could not be conclusively attributed to the reported event. Air was observed in the reservoir. Although air in the reservoir may cause a deficiency in insulin delivery, it could not be conclusively determined as a cause for the reported high blood glucose event. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 427 mg/dl while wearing the pod between 1 and 4 hours. The patient stated that the cannula was bent.